Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found with battery door corroded and two tabs in the compartment had small chips. Event history log review was performed and found evidence of reported problem. Visual inspection and user mode testing were performed. The reported "shortage in power (battery low)" problem was not duplicated. According to the investigation, although this was reported in the log, it was always consistent with a normal replacement of batteries. There were a number of "high pressure" and "no disposable" entries. The investigation reported that in mu mode during self-test the pump displayed "mode 1 test failed" which is a downstream occlusion sensor failure. It was found that the cassette detect sensor was stuck high. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that during use of this smiths medical cadd legacy pump, the pump displayed "shortage in power" and the unit was turned off while in use. No reported adverse effects.